Manufacturer narrative:
A review of the receiving inspection (ri) for verse poly driver, shaft was conducted identifying that lot number nn132221 was released in a single batch. Batch 1: lot qty of (B)(4) units were released on november 15, 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the verse poly driver, shaft (p/n: 299704155, lot #: nn132221) was returned and received at us customer quality (cq). Upon visual inspection no issue was identified with the returned device. Functional test: the functional test was performed on the device with the mating device verse poly driver, handle (p/n: 299704152, lot #: pu104460). The handle was not able to lock the poly driver shaft properly. The complaint condition could have caused due to the missing component of the mating device. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: dimensional inspection was not performed on the return device since no such damage was warranted. Document/ specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed no design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: the overall complaint condition was not confirmed for the verse poly driver, shaft (p/n: 299704155, lot #: nn132221) as the mating device was not able to lock the poly driver shaft properly. The complaint condition could have caused due to the missing component of the mating device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the surgeon went to insert a verse screw and the connection between the screwdriver handle and shaft became loose. Upon further investigation it became clear the screwdriver was disengaging from the shaft when tightening the screw. There was no surgical delay. An alternative screwdriver was used to complete the procedure. The procedure was completed successfully. There was no patient consequence. This report involves one (1) expedium verse spine system polyaxial driver, shaft. This is report 1 of 2 for (B)(4).